Manufacturer narrative:
Device history record review was conducted for ob regular 40ct, lot 21180dd. No trends were identified for this lot. There were no nonconformance's that would have contributed to the issue reported by the consumer. Review of the DHR and supporting documentation showed no issues present that would have contributed to this malfunction of tampon performance.

Event description:
When I tried to remove it, the string came off [and the tampon was stuck inside my vagina.] [Device breakage] . [When I tried to remove it, the string came off and] the tampon was stuck inside my vagina. [Foreign body in reproductive tract] . Case narrative: on (B)(6) 2022, a spontaneous report was received from a consumer regarding a (B)(6) female who was using o.b. Original tampons - applicator and non-applicator versions (tampon, menstrual, unscented). Medical history included long time use of tampons of different brands (both with and without applicators). Concomitant products were not reported. On an unreported date, the consumer started use of o.b. Original tampons - applicator and non-applicator versions. On (B)(6) 2022, after inserting the product, the consumer attempted to remove the product, and the string came off and the tampon was stuck inside the vagina. The consumer could not get it out with her fingers and had to go to urgent care for help with removal of the tampon. On (B)(6) 2022, the "same thing happened again" and she had to return to urgent care. She lost significant time dealing with these issues. As of (B)(6) 2022, the status of product use was not reported. No additional information was provided.